Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer&#38112;representative (rep) reported the patient was in an overdischarged state. Due to coupling issues after the patient&#38112;significant weight loss the physician was choosing to replace/reposition the device instead of attempting a physician mode recharge at this time.

Manufacturer narrative:
Concomitant products: product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2013, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2013, product type extension. (B)(4).

Event description:
The consumer via a manufacturer representative reported that the patient was not able to use their patient programmer or recharger to communicate with their implantable neurostimulator (ins). During the last recharging session they had difficulty getting the battery charged. The ins was moving in the site since the patient had recently lost 30 pounds. The patient had a doctor¿s appointment scheduled for (B)(6) 2015. The patient status was listed as alive with no injury. The patient was indicated for spinal pain and complex regional pain syndrome type I. No interventions or troubleshooting were reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.